Event description:
Upon removal of the broken 300-50-003 4 hole vlc gridlock plate referenced in per 18-07-005, dr. (B)(6) implanted a 500-18-102 18mm x 15mm x 15mm staple and a 500-15-101 15mm x 15mm x 15mm staple on (B)(6) 2018 in an attempt to fuse the metatarsal base fracture on a (B)(6) male patient. The broken 300-50-003 plate that was removed from the patient will not be returned to trilliant for review as it was discarded at the case. The patient came in for post-op review on (B)(6) 2018 with no reported pain. X-rays revealed that both of the staples were broken and fusion had not occurred. Dr. Greenfield confirmed that the patient was noncompliant. Dr. (B)(6) is not willing to schedule another revision surgery for this patient as he has continued in noncompliance. He has been referred to another podiatrist.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-10 below) as part of internal complaint handling activities. 1. Patient date of birth (a2) and weight (a4) not reported. 2. Catalog # and serial # (d4) not utilized by trilliant surgical. 3. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 4. Lot # and unique identifier (UDI) # (d4) could not be confirmed. All possibilities are listed below. 5. Explanted date (d7) n/a to this report. 6. Reprocessor name and address (d9) n/a to this report. 7. Concomitant medical products and therapy dates (d11) not reported. 8. As a result of item 4 above, device manufacture date (h4) could not be confirmed. All possibilities are listed below. 9. Section h9 n/a to this report. 10. No files attached to this report. Investigation summary (omitted with original submission) DHR review while the specific lot number of the involved staples could not be identified, the following lot numbers were identified and reviewed as possibilities: 18mm x 18mm x 18mm staple (500-18-101). 1. Lot #12724-01 [manufactured 12/22/2017, UDI (B)(4) which had no associated nonconformance reports (ncrs) or reworks (rwks). Lot #12721-01 had one (1) associated deviation; deviation 17-0049 required the identified staple lots to undergo validation activities prior to receipt into finished goods inventory. 18mm x 15mm x 15mm staple (500-18-102) 1. Lot #12723-01 [manufactured 12/22/2017, UDI (B)(4) which had no associated ncrs or rwks. Lot #12723-01 was also associated with deviation 17-0049. As a result of this DHR review, there were no identified adverse events that correlate to the staple failures reported in this event. Thus the DHR review did not identify any association to the reported event. Visual inspection parts were not returned to corporate for review as the sales representative was not present at the case. The sales representative was retrained on (B)(6) 2018. No visual inspection is able to be completed. Complaint log review a review of the complaint log was completed for part numbers 500-18-101 and 500-18-102. No complaints were identified for these part numbers. Surgical technique review limited information about the case was reported to trilliant surgical. No information about the procedure was provided. Conclusion limited information was provided to trilliant surgical about the event. The root cause of the device malfunction was identified by the surgeon as patient noncompliance.

Event description:
Upon removal of the broken 4 hole vlc gridlock plate (300-50-003) referenced in MDR report 3007420745-2018-00010, doctor 1 implanted an 18mm x 18mm x 18mm staple (500-18-101) and a 18mm x 15mm x 15mm staple (500-18-102) on (B)(6) 2018 in an attempt to fuse the metatarsal base fracture on a 29-year-old male patient. The broken 300-50-003 that was removed from the patient will not be returned to trilliant surgical for review as it was discarded at the case. The patient came in for post-op review on (B)(6) 2018 with no reported pain. X-rays revealed that both of the staples were broken and fusion had not occurred. Doctor 1 confirmed that the patient was noncompliant. Doctor 1 is not willing to schedule another revision surgery for this patient as he has continued in noncompliance. He has been referred to another podiatrist.